Event description:
It was reported to medtronic minimed that the customer observed the frozen display. The customer reported an audio or an vibrate anomaly. The customer experienced hyperglycemia and hypoglycemia. The event involved product(s) mmt-332a, mmt-242a, and mmt-1884. Troubleshooting was not performed for the high blood glucose, low blood glucose, and vibrate anomaly. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-242a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 24-apr-2025, listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 24-apr-2025, these pump error(s)/alarm(s) were noted. Three no delivery alarm/insulin flow blocked alarm were found on 04/21/2025 at 17:26:29.000, 17:31:29.000 and 17:41:00.000 during bolus deliveries. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Pump beeps and vibrates properly during testing. No frozen display during testing. No under delivery anomaly noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.9 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and low bg. Customer alleged for the pump under delivery, audio/vibrate anomaly, frozen display was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.